Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Visual inspection: the warranty seal was unbroken. There's no physical damage to the pump. All pcba¿s were undamaged, and all cables were properly seated. There¿s a pressure sensor bracket assembled in the inflow housing. Functional inspection: testing was performed to replicate the complaint mentioned below. Manual pressure check: passed. Integration test: passed. Inflow bracket revision test: needs replacement . Additional testing was performed to replicate the complaint and is mentioned below. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. The pump booted up with the following software version: 01.04.05. The critical error log was reviewed and there were no errors related to the complaint. Based on the testing performed, the pump functioned properly without any incident. The probable root causes for the reported failure involving this device could be due to 1) surgeon technique including incision sizes and procedure time, 2) variations in scope or cannula size or condition, 3) software error, 4) user settings, or 5) defective pressure sensor bracket. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a crossflow pump has failed and "it is showing a much lower pressure than there actually is". It was further reported by sales rep, (B)(6), that surgery delay was reported and "due to the high pressure in the joint it made vision more difficult for the surgeon. Also lots of saline loss so many more saline bags required for the surgery."

Event description:
It was reported that a crossflow pump has failed and "it is showing a much lower pressure than there actually is". It was further reported by sales rep, (B)(6), that surgery delay was reported and "due to the high pressure in the joint it made vision more difficult for the surgeon. Also lots of saline loss so many more saline bags required for the surgery."